Event description:
It was reported that the patient experienced tube break at the pump with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir were implanted.